Event description:
It was reported a perforation and pericardial effusion leading to cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. The physician attempted to cross the septum and after each first two applications, it was noted he was more anterior with the versacross rf wire than he had been prior to delivering the radio frequency (rf). After the second application, when the wire was advanced, the physician felt he puncture the tissue but there was resistance to the wire going through. Hence, another position was obtained for rf. On the third try, the physician added more tenting force to the device. The physician noted that each of the first two times there was a communication barrier and timing delay from when attempting for rf puncture on and when the nursing staff actually pressed the button. The physician noted that the versacross dilator got bent a little when inserted it into the sheath. An immediate tap of the pericardial space was performed, and protamine was given. Approximately one liter of blood was removed and then after approximately twenty-five minutes, the effusion was stable. The patient was stable and expected to fully recover fully. The patient was hospitalized overnight and has been discharged. The device is not expected to be returned for analysis (disposed). The patient had rotated heart. In the physician opinion, he was not able to expose the wire enough without the wire bending or there was too much resistance to advance the wire which caused him to leave the wire inside the dilator until the rf was turned on.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.